Manufacturer narrative:
(B)(4).

Event description:
A k-wire broke during a surgical procedure. The doctor stated he could feel possible feedback against an implanted device prior to the breakage. A fragment of the k-wire was left in the patient.